Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager maintenance failed. The field service engineer (fse) powered down the machine and replaced the faulty door latch with a new one. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager failed to release the latch despite clicking attempts; the pyxis system incorrectly showed it as open, and only one yellow light was observed on the back of the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.